Manufacturer narrative:
On 06 february 2023, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience touch screen unresponsive issue. The pump functioned as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.